Manufacturer narrative:
Model number/catalog number: sc-1160, serial number: (B)(4), batch/lot number: (B)(4), model/catalog description: spectra wavewriter ipg kit. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the lead and ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had an infection at the lead site. The patient underwent an explant procedure.